Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, which was not cracked or shattered. The screen was frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete reset instructions, and the caller chose to reset the pump, which resolved the issue, allowing the customer to interact with the pump screen again.